Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd alaris smartsite extension sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: it was reported by the customer that they are having trouble flushing the saline locks. Smartsite extension sets are not working properly.

Manufacturer narrative:
Device available for eval?: yes. Returned to manufacturer on: 14-feb-2022. Investigation: three samples (model #20059e, lot #21119717) were returned by the customer. It was reported that they are having trouble flushing the saline locks. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of two samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid path of one sample was not open and were unable to be flushed. The customer complaint can be verified in this sample. The samples were sent to the manufacturer for further investigation. The manufacturer was able to confirm the failure. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#(B)(4), of the to identify any potential contributing factors for occlusions of this nature in the needle-free connector (smartsite). The investigation has determined that a potential contributor for the occlusion could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. A device history record review for model 20059e lot number 21119717 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119717 regarding item #20059e.

Event description:
It was reported that 11 bd alaris smartsite extension sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: it was reported by the customer that they are having trouble flushing the saline locks. Smartsite extension sets are not working properly.

Event description:
It was reported that 11 bd alaris smartsite extension sets experienced flow issues, and were clogged. The following information was provided by the initial reporter: it was reported by the customer that they are having trouble flushing the saline locks. Smartsite extension sets are not working properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.